Manufacturer narrative:
Patient ID (B)(6) was too long to fit. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was performed to evaluate the performance of architect stat troponin-I reagent lot 08353un17. An internal troponin-I panel was tested with retained kits of lot 08353un17. Acceptance criteria was met, which indicates acceptable product performance. Manufacturing records were reviewed for lot 08353un17 and no potential non-conformances, deviations, or non-conformances were identified. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect stat troponin-I assay was identified.

Event description:
The customer stated that an initial positive architect stat troponin-I result of 12.530 ng/ml was generated with reagent lot 08353un17. The physician questioned the result and the sample was repeated the next day with a new kit of the same lot and a negative result of 0.009 ng/ml was generated. There was no report of impact to patient management.